Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2010, pt's doctor contacted the infusion device educator and informed her that the pt was in the hospital due to ketoacidosis. Pt's doctor stated the pt's blood glucose reading was over 500 mg/dl. Doctor reported the infusion set was occluded and the infusion device did not give an error or alarm. Doctor stated he attempted to lower the pt's blood glucose by giving her injections of insulin; 12 units/hour and changed the infusion set. Doctor reported the pt was hospitalized for 2 days. Pt reported her blood glucose is at its usual levels. No normal blood glucose level was provided. No further info is available. Product was replaced and requested return of the alleged product for eval.